Manufacturer narrative:
The repair inspection confirmed the customer¿s reported deformation to the rigid outer tube, the outer tube was found bent. The inspection identified the image is blurry due to broken lens inside the optical system. Additionally, there is dust/debris in the optical system. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use

Event description:
Olympus (omsc) was informed that the customer autoclavable telescope was returned to the olympus repair center for a reported, deformation/bent rigid outer tube. The reported issue was found during an unspecified event. However, during the repair inspection, the image is blurry image due to broken lens in the optical system. No death or injury has been reported to olympus. This report is being submitted to capture the blurry image due to broken lens in the optical system.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection identified the following defects with the scope: 1. Broken lens. 2. Outer tube bent. 3. Foreign body in the optical system. The reported defects can be attributed to the user error, improper handling and application of excessive force. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.